Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 420 mg/dl at time of incident. The customer was assisted with troubleshooting. Customer stated she was calibrating her sensor but when she enter her blood glucose insulin pump was not giving her option to cal sensor. The device will be returned for analysis.